Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was difficult to press and after several attempts, the display appeared. The display did come on after pump was plugged into a power source. Customer continued to use pump for insulin therapy. Blood glucose was 128 mg/dl.